Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the prot233; rx was deployed in the target lesion. It is reported that during removal part of the device ripped. There is no reported injury to the patient. Evaluation summary: the protege rx stent delivery system (sds) was received with the 6fr cook guide sheath with a y-connector (detached). The outer sheath of the sds was separated (torn) 25cm from the distal edge (8.5cm distal to the rx port) and the separated section was no longer attached (pulled over the inner shaft's tapered tip). The torn edges of the sds exhibited material deformation indicating a ductile, tensile fracture. The distal edge of the guide sheath did not exhibit any deformation. The guide sheath profile exhibited accordion folding the proximal 2cm (from the hub), between 3.5cm and 4.5cm and a buckle collapse at 10.5cm (12.5cm from the proximal edge of the sheath). The guide sheath was held to a bright light source to ascertain the coil configuration. The coil had delaminated from the proximal section of the shaft. Aside from the stent (deployed) there was no indication that any material was missing from either the guide sheath or protege rx sds.